Event description:
Equipment necessary for the case malfunctioned while surgical tech attempted to reload the stapler. Scrub was using the echelon flex powered plus stapler. The stapler was loaded and used twice successfully, during the third loading sequence the stapler failed to allow a new load to lock into position. The stapler was sequestered till the end of the case and all stapler information was withheld for charting and manager review. The stapler was 340 mm in length required a 60 mm load with a reference number of psee60a. Lot number: p30228p11.